Manufacturer narrative:
Corrected data: explant date: the explant date required correction due to it was inadvertently submitted with wrong date in the initial report.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used nor recharge their scs system in approximately 5 years. Reportedly, the ipg was confirmed inoperable. Surgical intervention was undertaken wherein the device was explanted and replaced with a new model.